Manufacturer narrative:
Insulin pump passed rewind test. Insulin pump was received with failed seating test at .75 lbs due to moisture damage force sensor assembly and moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 403 mg/dl. Customer¿s current blood glucose was 228 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that insulin pump was not rewinding. The insulin pump will be returned for analysis.